Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient was complaining about medial knee pain 4 years out from a total left knee. The surgeon went in with intentions of possibly doing a full knee rev. But found when he got in that a osteophyte had developed on the medial side of the left femur. He removed the osteophyte exchanged the poly and closed. There was no noticeable damage to the poly but was exchanged because, the capsule was opened.

Event description:
Patient was complaining about medial knee pain 4 years out from a total left knee. The surgeon went in with intentions of possibly doing a full knee rev. But found when he got in that a osteophyte had developed on the medial side of the left femur. He removed the osteophyte exchanged the poly and closed. There was no noticeable damage to the poly but was exchanged because the capsule was opened.

Manufacturer narrative:
The event was not confirmed. No devices associated with this event were returned for evaluation. No patient medical records were provided for review. Device history review: indicates that all devices were manufactured and shipped with no reported discrepancies. Complaint history review indicates there have been no similar reported events with the reports lot ID. The exact root cause of the event could not be determined due to minimal information provided.